Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced a mechanical disturbance when a friend struck the device, breaking the connector and pulling out the cartridge, after which the device exhibited an ¿unable to proceed¿ alert during rewind, intermittent white-screen display behavior, abnormal motor noise, and a visibly angled piston; the user was advised to transition to backup therapy and a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included a temporary interruption of insulin delivery mitigated by use of backup therapy. Investigation included customer service troubleshooting, device restart attempts, review of user-provided photos and video, and logistics follow-up for return and assessment. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.